Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the patient was admitted with acute myocardial infarction (ami) and an intra-aortic balloon (iab) was immediately inserted. When connected to the pump, an unknown alarm was generated. It was noted that the blood pressure (bp) displayed by the pump was very different from that of the bedside monitor. The physician immediately inserted a new iab, but they thought the best time for treatment was missed. The patient remained in the ICU. The patient passed away two days later.